Event description:
Device report from synthese reports an event in japan as follows: it was reported that on (B)(6) 2023, during a percutaneous vertebroplasty after inflating the balloon, deflation was performed. When the surgeon tried to remove the balloon, it could not be removed. Although the balloon was inflated again and was turned, the balloon could not be removed. Later, the balloon was removed forcefully and was found that the balloon was ripped. It was confirmed that there were no pieces in the patient and no leakage of contrast media. Procedure was completed successfully without any surgical delay. No further information is available. This report is for one (1) synflate balloon/medium- sterile. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4 h4 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6 investigation summary: visual analysis of the returned sample revealed that the synflate vertebral balloon med had signs of tearing off and breakage along the surface of the balloon. A dimensional inspection and functional test for the synflate vertebral balloon med were unable to be performed due to post manufacturing damage. The complaint condition cannot be replicated as the balloon was returned in a disassembled condition and the working sleeve was not returned. The complaint condition cannot be replicated as the balloon was returned in a disassembled condition and the working sleeve was not returned. The synflate vertebral balloon surgical technique dsem/spn/0814/0156 rev. Aa was reviewed; relevant statement were found: precautions: the performance of the balloons catheter may be adversely affected if it comes into contact with bone splinters, bone cement and/or surgical instruments. Notes: if the balloon experiences high friction in the working sleeve, the catheter can be pulled back and forth for lubrication resulting in a decreased insertion force. If it becomes difficult to remove the balloon catheter through the working sleeve, twist the catheter while firmly pulling the catheter. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the synflate vertebral balloon med would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Yes, reviewed. Dimensional inspection: n/a . Device history: part # 03.804.701s . Synthes lot # 82221878. Supplier lot # 82221878. Release to warehouse date # 25 jun 2021. Supplier # (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.